Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer changed the cartridge to address the issue. Customer's blood glucose (bg) ranged from 400-600 mg/dl with high ketones. Elevated blood glucose was addressed via manual insulin injection. Customer subsequently went to the emergency room for elevated blood glucose. Customer was treated intravenously with fluids of saline and insulin. Customer was released 3 hours later with the issue resolved and no permanent damage.